Event description:
This clinically sponsored case from (B)(6) was received on may 14 2015 from a consumer via pt support program. Study title: pt support program involving synvisc. This case concerns an adult female pt (age at the time of event onset not provided) who was diagnosed with cancer after receiving treatment with synvisc. No relevant medical history, past drugs, concurrent conditions and concomitant medications were reported. On an unk date in 2005, the pt initiated treatment with intra-articular synvisc injection (dosage regimen, batch/lot number and expiration date unk) into an unspecified location for osteoarthritis. On (B)(6) 2014, the pt received an intra-articular synvisc injection, at a dose of 02 ml (batch/lot number: p14124; expiration unk) for osteoarthritis, in unk location. It was reported that the pt had been taking synvisc for ten years. On an unk date in 2010, after an unk latency, the pt was diagnosed with cancer (05 years prior to this report). Action taken: unk. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality: not reported. Company causality: associated. Seriousness criteria: important medical center. Pharmacovigilance comment: (B)(6) comment dated 18-may-2015: this is an initial case concerning an adult female pt who has been receiving synvisc injection and was diagnosed with cancer. Since the exact start date of the product and the event is unk therefore the role of the product for the occurrence of the event could not be assessed. However due to lack of information on the type of cancer, underlying medical history, risk factors and concomitant medications precludes the complete case assessment.